Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was informed that they could continue using the pump and to contact support again if the issue reappeared.